Event description:
It was observed that during the device inspection, the duodenovideoscope light guide lens exhibited internal discoloration. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was out of specification.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, since the material adhered to not an outer surface of the scope the material was not removed by reprocessing. In addition, the humidity invaded the light guide-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events." Olympus will continue to monitor field performance for this device.